Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode had a shock impedance measurements of around 100 ohms at the change out procedure but had decreased to 75 ohms a few days later. When the patient returned for a wound check, the impedance measurement was around 115 ohms. X-rays showed that a suture may have broken, as the device was tilting. A revision procedure was performed where the device was repositioned closer to the muscle and the physician made certain to securely stitch the device into place. No change was made to the electrode. However, after the revision, the shock impedance measurements had increased more, to 120-125 ohms. These values are higher than expected, but are not out of range. It was noted the patient had a high body mass index (bmi) and no defibrillation threshold (dft) test was performed as no anesthesiologist was available in the lab at that time. The physician planned to monitor the impedance remotely and would consider a dft test if the impedances did not improve. No additional adverse patient effects were reported. The device and electrode remain implanted and in service.